Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was unknown.

Event description:
New information received notes post paced t wave oversensing. The patient condition was stable.